Event description:
After removing a polyp with a hot snare, dr. Inserted clip into scope to be applied to area, the clip closed but did not deploy leaving the spring and wire attached to clip. Defective clip was removed successfully from patient and procedure completed.